Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed an 'oxygen (o2) analyzer calibration failed' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint. The electronic patient gas system (epgs) was replaced. The unit operated to the manufacturer's specifications. The service repair technician (srt) duplicated the reported complaint. The epgs was powered up and allowed time to warm up. Air and o2 was introduced and calibration was attempted multiple times without success. The o2 sensor was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.